Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Visual inspection and fun ctional testing were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure ileostomy closure on the colon, there was a poor staple formation. The staple line was fixed by resecting and re-stapling. It was noted that the stapler partially cut the tissue. The staple line was also incomplete and it was reported that more bowel was removed. There was tissue loss and tissue damage as a result of the problem. A second reload was used. The reloads number three and four worked fine.